Event description:
It was reported that a damaged catheter tip occurred before use with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter, "before using catheter, customer confirmed that tip of catheter isn't smooth and stick out."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned photo but could not clearly identify the reported issue. Since no samples displaying the condition reported are available for examination, we were unable to fully verify this incident. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged catheter tip occurred before use with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter, "before using catheter, customer confirmed that tip of catheter isn't smooth and stick out."